Event description:
The vns patient's generator was explanted on (B)(6) 2011, due to end of service. Product analysis of the generator was completed on (B)(6) 2011. Product analysis verified that an end of service warning message appeared in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Diagnostic testing indicated the estimated time to eos was 10.0 years. The generator history revealed that the pulse had become disabled on (B)(6) 2011. This event was previously reported in MDR 1644487-2011-01020; however, further review indicates that the event requires a separate MDR; therefore, this MDR is being submitted. It is suspected that electrocautery damaged the generator; it is addressed in labeling that electrocautery during surgery can cause the pulse generator to become disabled.

Manufacturer narrative:
Medwatch report number 1644487-2011-01020 contains information surrounding this event.